Event description:
Capture 2 study event. Device malfunction: filter basket recovery issue. Time of malfunction: during procedure on 6/28/2006. Symptoms: none. It was reported that during a stenting procedure of the lic, the accunet recovery 2 catheter would not pass through stent, even with manual manipulation of the neck. Utilized an accunet recovery catheter with shapeable tip and was able to retrieve epd. No additional information was available.

Manufacturer narrative:
This form was completed by the manufacturer.